Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-nov-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main enhanced half height drawers 4.1 & 4.2 failed to be detected by bus. The field service engineer (fse) ran diagnostics and found that both drawers were not being detected. The fse checked the back of the drawers and observed that no light-emitting diode (led) lights were present. Both controller boards were disconnected from the module board, and the device was powered on, but no power was restored. A new module board was installed, and the issue was resolved. The fse also reseated and checked all cables. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer failed to open and user was unable to recover it. The customer performed a hard reboot of the machine, but the issue persisted. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.